Event description:
Acute lymphoblastic leukemia pt, one year post-bone marrow transplant, was receiving second day of 26th extra-corporeal photopheresis treatment for severe graft versus host disease. During the second collection cycle, nurse noted a precipitate within the buffy coat collecting on the photopheresis plate, and consulted the physician. Physician recommended that the blood in the centrifugal bowl be returned with a blood filter placed in-line to remove any precipitate that might be in the centrifugal bowl. Blood filter was primed, placed in-line, and the blood return was started. After 3 to 4 minutes, the pt complained of shortness of breath and chest pressure, and the return was stopped. Pt was returned to the ICU after a vq scan for rule out of pulmonary embolism. Three days later, the pt expired from multiple organ failure.